Event description:
A vns programming physician reported that their (B)(6) handheld computer containing 7.1 programming software had a blank white screen and the top portion of the screen looked like grey wallpaper with horizontal bars. The handheld computer is at manufacturer pending completion of product analysis.